Manufacturer narrative:
The alleged screw failure cannot be confirmed. The product was not returned for analysis, as it remains implanted. Review of labeling notes: intra-operative warnings: if the system/construct contains screws, prior to soft tissue closure, recheck all screws to ensure they are tightened. Failure to do so may cause loosening of the other components. Postoperative warnings: the patient should be advised that implants may bend, break or loosen despite restriction in activity. Possible adverse events: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. The patient should be advised that implants may bend, break or loosen despite restriction in activity. The root cause is unknown, as additional information is unavailable. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2019 a patient contacted the manufacturer alleging a post-operative screw failure with a posterior fixation system. Information provided from the patient determined the index surgery date ((B)(6) 2010) and model number (12-6545 malibu polyaxial screw). It is unknown how the screw failure was discovered. It is unknown if a revision is scheduled. No radiographs or case sheet is available. Patient was advised to contact a physician.